Event description:
Device malfunction: difficult to remove/locator wing breakage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the artery. The physician tried to release the locking mechanism on the thumb advancer through the access ports per the instructions for use; however, unsuccessful. The device was ultimately removed using counter-tension and force. When the device was removed from the patient anatomy, it was noted that the locator wing was "damaged/broken". The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.